Event description:
The MFR rec'd a report that a 46 year old male pt suffering from long-standing rheumatic heart disease underwent mitral valve replacement after echo revealed severe mitral stenosis with moderate pulmonary hypertension. The mitral valve was replaced with another MFR's bioprosthetic heart valve. The pt was removed from cardiopulmonary by-pass, but died on the table due to refractory right ventricular failure.